Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. A primary audible alarm post was found in the device's history log. The power up process was performed along with infusion and an occlusion test. The reported issue was not duplicated. Interconnect flex cable was connected to the main board and glue was intact on j9 connector. The j9 connector was fully seated and re-glued using all three mating surfaces on both sides of the j9 connection. The operator replaced the speaker as preventive measure. Power up process and all the functional tests passed. The operator replaced the cracked plunger cases and bottom case and calibrated the device. The device passed all functional testing.

Event description:
Information was received indicating that the smiths medfusion 4000 syringe pump displayed an internal error. There were no adverse events reported.

Event description:
Additional information was received indicating that there was no patient involved.